Event description:
It was reported that the fiber overheated at the device connection point, causing it to melt and break. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without product return and proper evaluation of the device, the most probable cause that contributed to the event remains unknown. A review of device history confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: residues of blood and tissue and/or damage can lead to overheating of the lighttrail reusable laser fiber tip. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information provided, unable to exclude device problem is selected as the most probable cause for the complaint, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that the fiber overheated at the device connection point, causing it to melt and break. There were no patient complications reported.